Event description:
It was reported that the patient presented with infection. Surgeon removed left components and proceeded to antibiotic spacer.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5551-g-401, triathlon asymmetric x3 patella, lot code: kp4h; cat. No.: 5520-b-500, triathlon prim cem fxd bplt #5, lot code: eebds; cat. No.: 5575-x-000, triathlon fix. Peg 2 per pk, lot code: efc7f; cat. No.: 5515-f-601, triathlon ps fem component, cemented, lot code: jubba. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The reported event could not be confirmed with the single page op report provided. The source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The reported event regarding infection involving a triathlon ps x3 tibial insert was not confirmed.

Event description:
It was reported that the patient presented with infection. Surgeon removed left components and proceeded to antibiotic spacer.